Event description:
It was reported that an unknown system error (se) occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the event history log review did not contain any alarms for the reported occurrence date, however system errors (se) 2417, 2084, and 1031 were all found in the alarm log. Although there were alarms noted in the event history log, no alarms or nonconforming product was duplicated during sample analysis. Review of device history indicates manufacture of the device is not related to the reported issue. The cause of the alarms was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The alarm log was reviewed, and there was no evidence of the reported condition. A service history review did not reveal any issues related to the condition. Initial evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.